Event description:
Manufacturer was contacted in reference to a patient death. Patient's wife stated the patient passed away (B)(6) 2023. A clinical assessment deemed the death as not related to the device in this case. It was reported that she returned the device and all his supplies to his dme making the device not available for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.